Manufacturer narrative:
The analytical unit of the cobas analyzer was checked on site and did not indicate any hardware problem. A CAPA was initiated. Per the investigation, the underlying technical root cause is optical spatial cross talk, which in specific situations (high positivity rate on the plate with similar CT values of true positives with high rfi values around a negative sample) in combination with the asap (assay specific analysis package) setting may lead to false positives. Asap is a software which contains all assay specific parameters and definitions. Based on the evaluation of global complaint data and the quantity of tests sold globally, (B)(4). A false positive rate anywhere in this range would not cause an impact to the overall performance of the test or the test¿s specificity. While a false-positive result for sars-cov-2 could lead to cohorting with others with true sars-cov-2 infection and transmission of the infection to the erroneously diagnosed patient (including those at high risk due to comorbidities), prior vaccination and the availability of antiviral medications and other treatment modalities can reduce the likelihood severe illness, hospitalization and/or death. The latter also mitigates the risk for those who may defer protective measures because of assumed natural immunity. However, patients with risk factors for severe disease would be less likely to relax their precautions. Taking the low rate of false positive occurrence and the low probability of subsequent patient safety impacts together, the false positives are unlikely to cause adverse transient or severe adverse events. Additionally, no harm was indicated in the current case. An updated asap version with optimized settings will be made available. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results while using the cobas® 6800/880 sars-cov-2 480t assay. A customer who had an existing cobas 8800 (sn (B)(4)) received a new cobas 6800 sn(B)(4). Since they went live with the testing, they allege to receive various discrepant results for target 1 (whereas target 2 generated negative results) on the new cobas 6800 instrument sn (B)(4). When retesting the same sample tubes on their cobas 8800 or on their lightcycler systems, these return negative results. Also, retesting some samples on the cobas 6800 resulted in negatives. The negative results were released. No harm was alleged. An investigation is underway to evaluate the customer issue.

Manufacturer narrative:
A supplemental MDR will be submitted to share the conclusions of the investigation. The customer issue has been alleged on the cobas 6800 system. The test used on the cobas 6800/8800 system is the cobas® sars-cov-2 - 480t (eua (B)(4), product code: qjr). The product catalog number for the test is 09343733190 and the UDI is (B)(4). A batch MDR is being submitted to represent the allegation, as no specific patient information is available. This will represent one event on a single device as per FDA guidance. Facility name truncated due to character limitation. Full name: (B)(6). (B)(4).